Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 500 mg/dl without any other symptoms. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient¿s hyperglycemia was associated with air bubbles in the insulin cartridge ultimately causing inaccurate delivery of insulin to the patient. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with air bubbles in the cartridge.